Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 455 mg/dl. The customer stated that their insulin pump repeatedly alarmed no delivery and that at some point the pump was exposed to insulin. Troubleshooting was performed on the infusion set, insulin exited at the quick release and the needle. The customer performed the high pressure test on the insulin pump, the pump passed the test. The customer was instructed to dry the pump and compartments with a lint-free cloth. The insulin pump passed the self test. The customer was advised to replace the entire infusion set. The customer was treated with an IV drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.